Event description:
Nurses reported having problems with the intra-aortic balloon pump giving error messages. The pump was changed out, seemed to function ok for a while, then blood noted in tubing. It was believed that the balloon ruptured. Attempted to remove the balloon catheter, unable to do so. Patient taken to the or for removal of balloon catheter and repair of the artery.